Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor attempted to insert an arrow triple lumen catheter with a power port. The guidewire in the kit was not the usual guidewire. During the insertion procedure the guidewire would not pass forward as required due to an unusual flimsy nature per the doctor. The guidewire broke during the process. The line with guidewire had to be withdrawn. Undo pain was caused to the patient. A second triple lumen kit was obtained. This kit contained the normal guidewire. Line was successfully placed

Event description:
The customer reports: the doctor attempted to insert an arrow triple lumen catheter with a power port. The guidewire in the kit was not the usual guidewire. During the insertion procedure the guidewire would not pass forward as required due to an unusual flimsy nature per the doctor. The guidewire broke during the process. The line with guidewire had to be withdrawn. Undo pain was caused to the patient. A second triple lumen kit was obtained. This kit contained the normal guidewire. Line was successfully placed.

Manufacturer narrative:
(B)(4). The customer returned a 3 lumen PICC catheter and a separated spring-wire guide (swg) for evaluation. Half of the swg was still inside of the distal extension line of the catheter. The catheter appeared used; however, no defects or anomalies were observed. Visual examination of the swg revealed the guide wire was returned in 2 pieces (the distal half and the proximal half) and separated near the middle of the swg body. The swg coil wire was unraveled at the separated ends of both of the returned pieces. The distal j-bend was deformed but still present, and the guide wire body also had multiple bends, offset coils, and stretched coils. Microscopic examination of the swg revealed both the proximal and distal welds were intact, full, and spherical, and confirmed that the swg is only fractured at the separation point. The core wire protruding from each separated piece was curved and rounded. This indicates that core wire came in contact with a needle bevel. The length of the distal end of the separated swg measured approximately 343 mm and the length of the proximal end of the separated swg measured approximately 260 mm. This brings the total length of the separated swg to 603 mm, which is within specification. Therefore, no pieces appear to be missing. The outer diameter (od) of the guide wire measured 0.615 mm, which meets specification. A swg with an od of 0.830 mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an od of 0.615 mm would be able to pass through the catheter as well. A manual tug test confirmed that both welds are intact. No lot number was provided was provided by the customer; therefore, a device history record review was performed based on the sales history of the customer. No relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It warns that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was separated and unraveled was confirmed through examination of the returned sample. The swg was separated 343 mm from the distal end of the swg (260 mm from the proximal end). Both the distal and proximal welds were intact; however, the core wire protruding from each separated piece was curved and rounded. This indicates that swg likely separated due to contact with a needle bevel. The swg body also contained multiple kinks and the coil wire was unraveled at the point of separation. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. In addition, a lab inventory swg with an od of 0.830 mm advanced through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an od of 0.615 mm would be able to pass through the catheter as well. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. No further action will be taken.